Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing burning sensation at the implantable pulse generator (ipg) pocket site whenever the stimulation was turned on. The patient underwent an ipg pocket revision procedure and was doing well postoperatively. The device remains implanted and in use.